Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had issues with air bubbles in their set. It was reported that the customer was having high blood glucose levels because of the air bubbles. The customer's blood glucose level was reported to be 288mg/dl. Troubleshoot was reported to be conducted, and the customer was assisted in clearing the air bubbles but the continued after set change. It was reported that the customer was advised to monitor and call back if problems persist.